Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump did not alarm load set as expected. They advised that it failed to alarm. The initial reporter also stated that the complaint had occurred during testing and had not had any affect on a patient. [(B)(4)].

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump did not alarm load set as expected. They advised that it failed to alarm. The initial reporter also stated that the complaint had occurred during testing and had not had any affect on a patient. (B)(4).